Event description:
Boston scientific received information that this atrial lead had dislodged. A revision procedure was performed and the lead was removed from service and replaced without further incident. No adverse patient effects were reported.

Manufacturer narrative:
This lead was not returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.